Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and cervical radiculopathy it was reported that the patient was calling because their ins wasn't working and they wanted to get it taken out. When asked if the ins died or if the patient wasn't receiving pain coverage they reported that the stimulator was no longer working and noted that it was working a little bit a while ago. They added that the ins was not working as well. No symptoms or further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the cause of the stimulator not working was due to one wire "breaking loose" but that it was still working on one side. They later noted that the wire was broken. The patient tried to charge up the ins but it wasn't working so that was when they asked for it to be taken out. They noted that someone had to go inside them and fit the wire back in. No further complications reported.